Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the customer's report was observed and attributed to physical damages consistent with mishandling. The lcd cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.